Event description:
The customer reported that the system had a fast stop error that locked up the system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop button was replaced during the service call. The system was tested and found to be working as intended and put back into service.